Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. There are numerous hypotube and shaft kinks. The balloon has a pinhole at the markerband. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulty was encountered. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced but failed to cross the lesion. The procedure was completed using a different device. No patient complications nor injuries were reported. However, returned device analysis revealed balloon pinhole.